Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding and engagement issue could not be confirmed through this evaluation as the device was not returned. A specific cause for this event could not conclusively be determined. It was reported that during pump initiation, there was bleeding around the apical cuff and the pump. A decision was made by the surgeon to change out the apical cuff, as it was unclear if the pump was fully engaged. When the surgeon attempted to engage the pump, it was noted that the pump would not engage with the cuff. The pump locking mechanism released initially with hemostats and then with surgical hand tools. The initial cuff was tested, and engagement was not possible, so a decision was made to use a second pump. There was no engagement issue noted with the second pump. Multiple attempts were made to obtain more information regarding the disposition of the initial pump; however, no information was received. No product was returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) outlines adverse events that may be associated with the use of heartmate lvas. The surgical procedures section of the heartmate 3 lvas IFU provides guidance on how to insert the pump into the ventricle and includes steps to ensure proper engagement of the cuff lock. Apposition between the myocardial tissue and the cuff felt must be continuous and sufficiently forceful to prevent bleeding. The IFU also addresses having a complete backup system available on-site and in close proximity for use in case of an emergency during the implant process. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump initiation bleeding around cuff and pump was noted. A decision was made by surgeon to change out the apical cuff. It is unclear if pump was fully engaged. It was reported that the pump locking mechanism released initially with hemostats and then with surgical hand tools. The apical cuff was replaced and when the surgeon attempted to engage pump it was noted that the pump would not engage with the cuff. Initial cuff tested and engagement was not possible. At this time, a second pump was opened and engaged properly and case continued.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported bleeding and engagement issue could not be confirmed through this evaluation as the device was not returned. A specific cause for this event could not conclusively be determined. It was reported that during pump initiation, there was bleeding around the apical cuff and the pump. A decision was made by the surgeon to change out the apical cuff, as it was unclear if the pump was fully engaged. When the surgeon attempted to engage the pump, it was noted that the pump would not engage with the cuff. The pump locking mechanism released initially with hemostats and then with surgical hand tools. The initial cuff was tested, and engagement was not possible, so a decision was made to use a second pump. There was no engagement issue noted with the second pump. Multiple attempts were made to obtain more information regarding the disposition of the initial pump; however, no information was received. No product was returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.